Event description:
Had essure put in and within 3 months my mind was racing not sure why but had many side effects such as fatty liver. Vitamin d low, broke teeth, gums hurt. Eye issues, chronic fatigue in all joints and bones cracking. Nausea daily and not able to eat for fear of getting sicker and it hurt to eat more than 4 bites. Heart issues, spot on my lung currently. Very foggy in brain lots of pain in liver area as well as lower left side constant stabbing. I can give you my medical record. I have had multiple tests I can release my record. Yes, I have a picture of the product. FDA safety report ID# (B)(4).